Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and severely calcified vessel below the left knee. Vascular access was obtained through the femoral artery. Some resistance was met upon crossing the lesion. The sterling es pta balloon dilatation catheter 1.5mm x 20mm ruptured on the first inflation at 4 atms. The duration of the inflation is unknown. The sterling es pta balloon dilatation catheter was successfully removed and the procedure was completed with a different device. There were no patient injuries or complications reported. The patient status is listed as 'good'.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and severely calcified vessel below the left knee. Vascular access was obtained through the femoral artery. Some resistance was met upon crossing the lesion. The sterling es pta balloon dilatation catheter 1.5mm x 20mm ruptured on the first inflation at 4 atms. The duration of the inflation is unknown. The sterling es pta balloon dilatation catheter was successfully removed and the procedure was completed with a different device. There were no patient injuries or complications reported. The patient status is listed as 'good'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned device revealed a pinhole in the balloon wall located near the proximal end of the markerband. There were no other damages or irregularities noted on the remainder of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).